Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on the j1002 and j1003 jumpers. The cause of the inability to power on is extensive damage on the computer / analog (ca) board and defibrillator board. The cause of the extensive damage is the voltage devation. The cause of the voltage deviation is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patien'ts monitor would not power on.